Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. The buttons were not pressed for longer than three minutes. Customer had discontinue pump use and was following a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.